Event description:
Patient reported extraordinary event when ceramic head fractured and this was confirmed by x-ray and scan. Revision surgery required due to fracture of stryker biolox ceramic head. Because of very obvious wear on neck of implant and destruction of the trunnion a well fixed securfit stem needed to be removed and replaced by a depuy srom stem. The well fixed abc ceramic cup and liner also required to be revised and a depuy gription cup was used for this procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a ceramic head was reported. The event was confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined as insufficient information was received. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient reported extraordinary event when ceramic head fractured and this was confirmed by x-ray and scan. Revision surgery required due to fracture of stryker biolox ceramic head. Because of very obvious wear on neck of implant and destruction of the trunnion a well fixed securfit stem needed to be removed and replaced by a depuy srom stem. The well fixed abc ceramic cup and liner also required to be revised and a depuy gription cup was used for this procedure.